Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device giving a low flow error. Sn: (B)(6). Forwarded to ts for proper handling. Per follow up information received via mail on 23jun2025, they were able to repair it themself, changed out the circulation pump and that fixed the problem.

Event description:
It was reported that the biomed had the arctic sun device giving a low flow error. Sn: (B)(6). Forwarded to ts for proper handling. Per follow up information received via mail on 23jun2025, they were able to repair it themself, changed out the circulation pump and that fixed the problem.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Forwarded to ts for proper handling. Per follow up information received via mail on 23jun2025, they were able to repair it themself, changed out the circulation pump and that fixed the problem. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dfmea ra2800010 rev 26 was reviewed for this investigation. The reported event is addressed in step/item #s ra101. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.